Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. However, unit alarmed pump error 37 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit received with corroded electronic assemblies. Unit received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, missing display window cover and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 232.2 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.